Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sigmoid colon resection, the staples did not adhere to any tissue, they stayed in the device. Case completed with another device of the same product code. There were no patient consequences reported.